Event description:
Patient was implanted with a nalu peripheral nerve stimulator trial system on (B)(6) 2024. Throughout the trial the patient noted occasional spotting of blood/discharge on the surgical dressing at the lead insertion site. Patient declined dressing changes while the trial system was in place. On (B)(6) 2024 the trial system was removed as planned. On 06/28/2024 the firm was notified that the patient had been hospitalized on (B)(6) 2024 for a blood infection. Throughout the trial process, the patient reported no swelling, drainage, odor, temperature change, or other signs of infection at the insertion site. One week after the trial ended and leads were removed as planned, the patient was admitted to the hospital. After being admitted to the hospital, the patient shared with a firm representative that they were taking oral antibiotics during the nalu trial for a dental abscess. The presence of the abscess and antibiotics were not shared with the firm until a full week after the trial ended.

Manufacturer narrative:
Patient perception is that the nalu system is the source of the blood infection however the source of infection in the blood is not conclusively known since the dental abscess and the nalu trial dates overlapped. B infection origination at the lead insertion site is unlikely, however cannot be fully ruled out with the information available.